Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 3.0 x 12mm apex monorail ruptured at around 8atms. The procedure was not completed due to this event. There were no patient complications and the patient's status was good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that a non bsc inflation device inflated the balloon 1 time for 5 seconds when it ruptured. The balloon was removed intact. Correction: the procedure was able to be completed with another device, not unable to be completed due to this event as was previously reported.